Event description:
A report was received that during a recent revision procedure (MFR report #: 3006630150-2017-04635), a lead was broken and part of it was left inside the patients body. The patient underwent a revision procedure wherein the remaining leads were explanted.